Event description:
During aneurysm embolization in the anterior communicating artery (acomm), the physician was repositioning the coil when it prematurely detached and 2-3 mm of the distal portion of the coil protruded into the acomm. The physician decided to leave the coil as it was mostly contained within the aneurysm. Continuous flush was maintained. The patient is reported to be okay and will continue to be monitored.

Event description:
During aneurysm embolization in the anterior communicating artery (acomm), the physician was repositioning the coil when it prematurely detached and 2-3 mm of the distal portion of the coil protruded into the acomm. The physician decided to leave the coil as it was mostly contained within the aneurysm. Continuous flush was maintained. The patient is reported to be okay and will continue to be monitored.

Manufacturer narrative:
Additional information was requested from the user facility and from the responses received it was determined that continuous flush was maintained and all movements were slow and smooth. In addition, no resistance was encountered advancing the coil through the microcatheter, and the same microcatheter was used to deploy all the coils during the procedure. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Only the pusher wire was returned for evaluation. Microscopic inspection of the detachment zone found that the main coil, fused (B)(4) junction and inner coil had been detached from the pusher wire and the exposed part of the detachment area of the pusher wire was blackened, which is indicative of detachment by electrolysis. Based on the information provided, it was during the third attempt to reposition the coil that it prematurely detached without having been connected to the power supply. However, analysis of the detachment area of the pusher wire clearly showed carbon residue, representative of electrolysis. Therefore, based on the information supplied and the analysis of the returned pusher wire, a root cause of operational context will be assigned, as it is probable that procedural or anatomical factors encountered during the procedure contributed to the limited performance of the device.

Manufacturer narrative:
(B)(4) code requested for coil protrusion.